Event description:
Operating room table was not working properly; would only work intermittently. Due to this malfunction, there was a delay in start time of the procedure. There was no harm to the patient. Bed to be removed from circulation and bed company notified to assess equipment.